Event description:
Per the clinic, the patient experienced intermittent pain at implant site since (B)(6) 2026 and short circuits were noted on two electrodes. Subsequently. The device was explanted under general anesthesia on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.